Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified patient mistake. The day prior to the event onset, the patient was hospitalized for peritonitis; however, the patient wasn¿t diagnosed with peritonitis until the following day. On an unknown date, the patient started treatment with injection fortum (500mg; route, frequency and duration), injection amikacin (500mg three bags per day; route and duration not reported), cifran tablets (t.cifran) (250mg; route, frequency and duration not reported), and fluconazole (t.flucon) (150mg; route, frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies remain ongoing. At the time of this report, antibiotic therapy remains ongoing while the patient is recovering in the hospital. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.